Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : transforaminal lumbar interbody fusion levels: l1-s it was reported that post-op, the cage backed out. Re-operation was performed and the cage was removed. From around (B)(6) 2018, the patient had pain and was unable to walk.